Event description:
Title: device rupture. Description: reoperation of the patient due to possible rupture. Removal of prostheses, as they were damaged.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, serial number 22041036-11, catalog number rsc 825+. Attempts to collect event details and clinical evidence are being performed. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Additionally, the usfda recommends magnetic resonance imaging (MRI) surveillance with the first MRI performed three years postoperatively and subsequent mris performed every two years after that. These recommendations may vary from country to country, so please provide the patient with additional guidance based on your country's current care standards. Establishment labs does not recommend closed capsulotomy for treating capsular contracture because it can cause implant rupture. Some symptoms may appear, such as lumps surrounding the implant or in the axilla, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. These symptoms are not specific to rupture and may also be experienced by patients who have capsular contracture. Some cases have been reported suggesting that silicone-implant leakage should be considered in the differential diagnosis of eosinophilia.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time -initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. -establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, serial number (B)(6), catalog number rsc 825+. Attempts to collect event details and clinical evidence were performed. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. Additionally, the usfda recommends magnetic resonance imaging (MRI) surveillance with the first MRI performed three years postoperatively and subsequent mris performed every two years after that. These recommendations may vary from country to country, so please provide the patient with additional guidance based on your country's current care standards. Establishment labs does not recommend closed capsulotomy for treating capsular contracture because it can cause implant rupture. Some symptoms may appear, such as lumps surrounding the implant or in the axilla, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. These symptoms are not specific to rupture and may also be experienced by patients who have capsular contracture. Some cases have been reported suggesting that silicone-implant leakage should be considered in the differential diagnosis of eosinophilia.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. -initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. After analyzing the report and unit, we confirmed an implant rupture. The device involved was returned to our laboratory for the corresponding testing. Investigation results sn (B)(6): 1. Visual inspection shows a rupture in the reported implant. 2. Shell thickness: perform a measure of the shell thickness in order to confirm if the unit is according to drw-400 rev 3.0. -results: according to the measure performed, the returned unit meets the thickness specification according to drw-400 rev 3.0. 3. Visual inspection under the microscope to characterize the area in the shell wall where the rupture occurred. A comparison is made against simulated rupture test sample units simulating surgical damage and mechanically induced shell damage. - results: visual inspection under the microscope revealed there is a pattern like that found in the simulated surgical damage test sample unit. On the contrary, the pattern is not like the one found in a simulated mechanically damage shell. 4. Mechanical test: specimens are cut out from the apex and base portions of the shell to perform ultimate elongation and break force tests per tm-001 ¿iso based test method for elongation at break¿ rev. 13. - results: ultimate elongation ultimate break force thickness meets the specification of tm-001 ¿iso based test method for elongation at break¿ rev. 13. General conclusion: the root cause for the rupture reported was a cut resulting from a sharp instrument which could have weakened the shell. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. -establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture¿. Details on ¿d¿ section. Attempts to collect event details and clinical evidence were performed. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation but is more likely to occur the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress and weakening during implantation, implant age and design, submuscular rather than subglandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture. Silicone gel filled implant ruptures are most often silent; this means that most of the time, neither the doctor nor the patient can determine with the physical examination if the implant has a tear or hole in the shell. The integrity of breast implants (and detection of gel fractures and/or silent ruptures) can be evaluated through several techniques. High-resolution ultrasound (hrus) is widely accepted by healthcare providers and patients for rupture diagnosis. ¿ensure no excessive force is applied to a very small area of the shell during insertion of the device throughout the incision. Instead, apply force over as large an area of the implant as possible during insertion. Excessive forces can lead to implant failure by either gel fracture or implant rupture. The incision should be of appropriate length to accommodate the volume and profile of the implant with highly cohesive gel. This will reduce the potential for creating excessive stress to the implant when inserting it. Forcing implants through a very small opening may result in damage to the implants gel and possible ruptures or gel fractures. Gel fracture can occur with cohesive silicone and occur most frequently as a consequence of subjecting the implant to excessive compression forces during the implantation. Alternatively, gel fracture can occur due to the development of capsular contracture and may result in device distortion¿¿. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. -initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. The device involved was returned to our laboratory for the corresponding testing. Investigation results sn (B)(6): 1. Visual inspection shows gel fractured instead of the alleged rupture. 2. Mechanical test: cohesion test was performed. The results indicate the gel related with the reported complaint meet the minimum acceptable specification per tm-011 gel cohesion, rev 7. General conclusion: the root cause of the reported complaint is an excessive force and/or stress applied over the implant. Additionally, the alleged event is clearly characterized in the product dfu included with the implant. -establishment labs will continue to monitor for similar complaints/trends.